Event description:
It was reported that the patient was brought to the operating room for outflow graft revision. Biodebris/gelatin material was removed from the bend relief portion of the outflow graft and sent for pathology.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.